Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a health care provider (hcp) through the manufacturing representative regarding a patient receiving intrathecal bupivacaine 4mg/ml at 2mg/day, clonidine 120mcg/ml at 66mcg/day, and unknown drug 20mg/ml at 11mg/day. The lot numbers were unknown. The indications for use were post lumbar laminectomy syndrome and spinal pain. The manufacturing representative reported that a motor stall occurred within the past year (as of (B)(6) 2015), and the pump was explanted. However, additional information was received from the health care provider (hcp) through a manufacturing representative that the patient suffered from a catheter issue (not a motor stall). There was discrepancy in pump return volumes, and a catheter issue was suspected. The patient underwent a myelogram on (B)(6) 2014, and a catheter kink was seen. The hcp had significant trouble pushing dye into the catheter. The pump was explanted. Patient symptoms and the cause of the catheter kink were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.